Manufacturer narrative:
(B)(4) 2013 - this event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Upon routine check of the subject pacemaker on (B)(6) 2013, the first interrogation attempt failed. Second attempt with another programmer was successful. Proper interrogation of another pacemaker was conducted with both programmers on (B)(6) 2013. It was not possible to reproduce the phenomenon. The physician requested an explanation about the interrogation failure.